Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors instrument was charred. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have contamination on both blade(s). One blade/both blades exhibited moderate contamination corrosion on the outer &inner cutting-edge surfaces. When scratched with a pick, the debris was able to be removed and was not pitted into the blades. Other metal components adjacent to this corroded/contaminated blade(s) do not show damage. Additional observation not reported by site: the instrument was found to have blade damage at the tip of the blade. One of the blade edges was indented which prevent the blades from closing. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: according to the operating room (or), there were no incidents, neither that a patient was harmed nor that a rest from the cable pull remained in the patient. All other questions cannot be answered.

Event description:
Refer to h11 for follow-up information.